Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of three reports from this facility. (B)(4).

Event description:
A pharmacist reported that multiple knives exhibited bad cutting quality, aggressive tips and excessive glare during surgery. Patient impact information is unknown. Additional information has been requested.